Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. Upon interrogation, during the procedure, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. The atrial lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.